Event description:
The report indicated that the trufill dcs orbit mini complex 3x6 couldn't make first loop in the aneurysm. Micro guidewire was synchro14 and microcatheter was excelsior sl-10 s shape. Also, during initial coil placement a perforation occurred in the aneurysm. There was no resistance when the coil exited the mc. The marker bands of the delivery tube never went passed the marker band of the mc. No other interventions were required, and there was no change in the neuro status from baseline. There was no potential adverse event. The product was a single use device that was not reprocessed for re-use. The event was not related to a piece of capital equipment. Additional information indicated all the products were new. After removal from the package, the products were not damaged. Prior to inserting, the coil was not re-shaped. A constant and dedicated heparinized flush was maintained at all times through the microcatheters. One other coil was placed in the aneurysm. After the event occurred, no other damages were noticed on the delivery system coil (unraveled, stretch, detached, etc). Information was requested and is pending for the perforation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.